Manufacturer narrative:
Concomitant medical products: product ID: 37085-40, serial#: (B)(4), implanted: (B)(6) 2011, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturing representative that pre-operatively impedances were normal on the left side, but intra-operatively impedances were measured to be 61 ohms on contact 1 and 2 over three tests. The implantable neurostimulator (ins) was rather large and the surgeon said there was not much scar tissue that helped keep implants from moving around. The hcp switched the extensions in the header block of the ins and the low impedances followed the extension which suggested there was a problem with the extension and not the ins. Cleaning and drying the extension did not resolve the issue. The hcp was going to request the patient's neurologist try to program around the affected contacts. If programming around the contacts could not be done, the patient was going to be brought back into surgery to have the extension replaced. The issue was not resolved at the time of this report. The patient's indication for use is movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.